Event description:
Health professional reported an alleged "leak" with a lap-band port. The surgeon noted that the "band was not holding fluid" and "deemed the port was leaking." A fluoroscopy and barium swallow was performed. The port was removed and replaced.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."